Event description:
Primary surgery was in 2008, the pt has since complained of pain. And the tsr was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.